Event description:
It was reported that on an unknown date, the surgeon was attempting to implant the fibulink. The technique guide was followed correctly. However, the fibulink and tensioning cap never engaged. The surgeon removed the silver and gold tubes after it was believed to have engaged. However, the tensioning cap was also removed when the black knob was removed resulting in no compression to the syndesmotic joint. Surgeon then tried to remove the tibial 4.0mm screw. He "pushed" the link, into the lateral aspect of the tibial screw. He then tried to remove the screw as the link is supposed to act as a screw driver recess. The tibial screw was never able to be removed. Surgeon attempted for 30-40 minutes to remove the tibial screw. Tried to use the screw removal set, but nothing worked. Surgeon deemed the screw and the link (pushed into the lateral aspect of the tibial screw) as a broken screw. 4.0 cortical screws were placed above and below the level of the "broken fibulink." The patient may ultimately need to have another operation to remove the fibular plate along with the fibulink tibial component. There was a surgical delay of 45 minutes. Patient outcome is unknown. This report is for one unk - screws: trauma. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screws: trauma /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code 3191 used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.